Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
The user facility reported to olympus that they were not getting an image on the monitor and the power indicator was not illuminated. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. An olympus sales representative was on-site and performed some troubleshooting. The representative determined the issue was with the monitor. The user facility indicated that they will be replacing the monitor. Multiple documented attempts have been made to obtain additional information and to have the monitor returned for evaluation. To-date, the device has not been returned to the manufacturer. Since the monitor was not returned for evaluation, the legal manufacturer was not able to conclusively determine the root cause of the reported issues. If the device is returned or additional information becomes available at a later date, this report will be supplemented, as applicable.